Event description:
The customer reported that alarms did not sound, and they wanted to check the logs to determine the cause.

Manufacturer narrative:
This patient did eventually expire, per a hospital clinician. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).